Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4). - the dentist reported that after 7 months dental implant was installed in intraoral region 5#, its non-osseointegration was observed. In addition, immediate load was performed.